Manufacturer narrative:
Pump received with a blank display. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly, keypad assembly, vibrator, internal battery and 40 pin flexible printed circuit/lcd. However, found moisture damage on the battery tube spring during the visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original battery tube was installed in a test electronic assembly, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. Perform brush cleaning with the isopropyl alcohol the moisture damage battery tube spring and reinstalled test electronic assembly, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. In conclusion, the blank display due to corroded battery tube spring. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.